Manufacturer narrative:
The quality engineer inspected 02 photograph of lot # 3209766 material # 302443 received for evaluation. In photograph 1st image showing the backside of the pack and 2nd image showing the syringe and needle from upper side. In 2nd image there is minor foreign particle visible and also one extra needle is there with different color shield .the image showing slight opening of packaging from other side.a review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We have checked the retained samples on our end for the lot # 3209766 material # 302443. But there were not any defect observed in retained samples. The device history record review was completed for provided lot # 3209766 material # 302443. There was no rejected inspections or quality notifications during the production of the provided lot number.

Event description:
An additional needle was found in the unit pack of solomed 5ml syringe. This additional needle looked used and unsterile with fungus like substance inside the cover.

Event description:
It was reported that bd syringe solomed 2pc had foreign matter. The following information was provided by the initial reporter: an additional needle was found in the unit pack of solomed 5ml syringe. This additional needle looked used and unsterile with fungus like substance inside the cover.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1.